Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed because no product lot number was reported. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33; warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
The patient reports a pod in which the needle and the cannula did not deploy. Upon removal if the pod from the infusion site the cannula was not visible. The pod was not worn.